Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ventricular lead impedance has been chronically low. Polarity programming changes have been made and the lead remains in use. No patient complications were reported as a result of this event.